Event description:
There have been ongoing problems with the ac/dc adaptor for covidien kangaroo e pump feeding pumps. The pumps fail to operate due to failure of the power adaptor. This has problem has been experienced with new pumps and pumps that have had the adaptor replaced. Around 20 adaptors have been replaced in the past few months. The medical engineering technician has noted that on every adaptor that has failed there has been one contact on one side (same side every time) that shows signs of arcing as indicated by discoloration of the contact. This is a two part adaptor. The contact and its corresponding socket shows discoloration.